Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as the patient did not clean the area prior to starting pd therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. On the same day as the event onset, the patient began treatment with cefazolin (2 g, daily, intraperitoneal, duration not reported) and gentamicin (80 mg, daily, intraperitoneal, duration not reported) for peritonitis. On an unreported date, the patient was retrained in aseptic technique. The patient's recovery status was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Eleven days after being admitted to the hospital, the peritonitis was resolved, the patient was recovered from the event and on the same day, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.